Manufacturer narrative:
A ge representative evaluated the system and replaced the isd circuit board. System operates as intended.

Event description:
Customer reported the system shut down during a case, and would not reboot. No patient injury was reported.